Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section d6a: if implanted, give date: (B)(6) 2024. Section e1: initial reporter: telephone number: (B)(6). Address not provided. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that one additional complaint was received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that toric intraocular lens was replaced during secondary surgery as the patient complained of intermediate vision. No other information is available.